Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the complete tip, including hexagon and thread, of the impactor is broken off, the fragment was not returned for evaluation. The fracture face is homogenous and sloped. There are very strong marks of heavy hammer blows at the bottom of the handle. The device is in general in a used condition with nicks and scratches all over. Investigation conclusion: the complaint is confirmed as the tip of the impactor is broken off. Based on the age (manufactured in the year 2006), the used condition and the very strong hammer marks at the bottom of the handle a manufacturing related issue can be excluded. The marks at the bottom of the handle indicate that there was excessive force applied with a hammer, they also indicate that this force was laterally onto the edges. Based on that it can be concluded that a mechanical overload during the removal of the blade did lead to the breakage of the impactor. In this relation the pfna surgical technique (036.001.143 dsem/trm/0714/0132(7) 08/17) can be mentioned, based on that always the extraction screw for pfna blade, part 03.010.411, should be used for blade removal. Also for intra-operative events, for example when locking is not possible. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps dimensional inspection and drawing/specification review are not required. Device history lot part: 356.823, lot: 2192956, manufacturing site: bettlach, release to warehouse date: may 24, 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the trauma team experienced difficulties during a pfna surgery- intramedullary nailing of proximal femur fracture, while the surgeon attempted to remove the blade from nail, the blade stuck in the nail and the blade insertion handle was broken. All fragments were removed without any additional intervention. The surgery was delayed 60 minutes and completed successfully. The patient outcome was unknown. Concomitant device reported: unknown hammer (part # unknown, lot # unknown, quantity 1). This complaint involves four (4) devices. This is 1 of 4 for report (B)(4).